Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 562 mg/dl and large ketones. The customer alleged that the pump was not delivering boluses that was requested. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended, and delivered boluses as requested by customer. Customer attempted to treat bg with a correction bolus, manual injection and supplies change. Customer was treated with intravenous fluids of saline and insulin during ER visit. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.